Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5160035. D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Voluntary medwatch received states that patient's implantable cardioverter defibrillator (ICD) was explanted due to product performance issue. There were no patient consequences.